Event description:
Pt went to or for cataract removal right eye. The phaco machine was tested and was found to be in working order. The surgeon noticed a few small white particles. The tip was changed and the procedure was attempted again. The surgeon again noticed the white particles. The surgeon noticed that the cornea over the limbus had turned white. The phacoemulsification was discontinued. A "planned extracapsulr cataract extraction" was done. The wound was then opened. The entire lens was then extracted. The deep area of the cornea remained white. The clear area of the cornea was closed with interruption sutures of #10-0 nylon. The surgeon was unable to place the lens guide across the pupil across remainder of the cornea. The surgeon then decided to close the remainder of the cornea and the original sutures were removed leaving a 6mm opening. An anterior chamber lens was placed without difficulty. The wound was closed with interrupted sutures of #10-0 nylon. The wound was thought to be airtight. The conjuctiva was closed with light cautery and sterile antibiotic ointment was placed in the cul-de-sac and covered with an eye-patch shield.